Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the device had all three icons (charge-pak, attention and service wrench) in the readiness display, and could not be powered on. Physio observed that the digital pcb assembly would not allow the device to power on. Physio then evaluated the digital pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the digital pcb assembly, having corrupted data. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device showed the service wrench, attention and charge-pak icons in the readiness display. The three icons being displayed indicates that the device may not be able to provide sufficient defibrillation therapy if necessary. There was no patient use associated with the reported event.